Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the battery assembly. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system displayed a generator error message. This was during a procedure. No pt injury was reported.